Manufacturer narrative:
(B)(4). Date sent: 7/20/2021. D4: batch # u5c464. H6: component code: others(g07). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned articulated to the right side and with an ecr60g partially fired 1/16 reload loaded on the device. Additionally, one trocar 12mm was installed in the shaft. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No anomalies were noted in the opening and closing function of the device. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. It is possible that while loading the reload, it was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload leading to an incomplete firing cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the surgical procedure? Recto-sigmoidal surgery. What color cartridge was being used? Green reload. What anatomical structure was device being used on? Rectum. Was the device difficult to close or fire? No and no triggering. Was any of the firing strokes force higher or lower than anticipated? Were all firing strokes able to be complete? What troubleshooting steps were taken to open device? Current process. How was the device eventually opened? No. How was the procedure completed? Yes. What is the current patient status? Doing well. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device no longer opens. The surgeon had to convert in order to find a solution.